Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was >10000 miu/ml with a data flag. The sample was automatically repeated and the result was 1254 miu/ml. This result was reported to the physician. The physician questioned the result based on the previous results for the patient and requested repeat testing. The customer repeated the same sample and the result was 67207 miu/ml. This result was believed to be correct. The patient was not adversely affected. The reagent lot number was 13196003 with an expiration date of 05/31/2017. The field service representative checked the analyzer and could not find a cause. The customer calibrated and ran controls which were all acceptable. The system was performing to specifications.

Manufacturer narrative:
From the data provided, a specific root cause could not be determined. Quality controls were within range before and after the event. Analyzer performance check were within specification. The alarm log from the analyzer did not indicate an issue. Possible causes include insufficient sample quality such as clots/fibrin or bubbles/ foam on the diluent bottle. Based on the available information, a general reagent issue could be excluded.